Manufacturer narrative:
The device involved in the reporter complaint was returned to the manufacturer for investigation. The valve appeared deformed and the pericardium appeared to be rigid. The stent and the skirt were covered by fibrous pannus that on the inflow side protruded 4-6mm into the lumen, narrowing the annulus, and contributes to stenosis. Reddish areas due to coagulated blood entrapment were present on almost all surfaces. The free edge of all leaflets was outflow bent due to fibrous pannus and so caused a low degree of insufficiency. There was no evidence of endocarditis in the returned valve. X-rays of the subject valve showed small intrinsic calcifications in two leaflets. Histological analysis showed the presence of lipid infiltration (cholesterol clefts) in the pericardial tissue. This lipid infiltration, as supported from the scientific literature, may contribute to localized leaflet stiffness. Small thrombus deposition was also detected in the returned prosthesis. Based on the available information, it is not possible to establish a definitive root cause for the reported event and a definitive relationship between the event and the perceval valve cannot be ultimately stated. It is possible that the patient¿s clinical conditions and risk factors (hypertension, coronary artery disease, diabetes, thyroid disease/partial thyroidectomy) may have contributed to the structural valve deterioration observed in this perceval s valve. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device.

Event description:
On (B)(6) 2014, a patient received a perceval valve pvs21 as part of an avr surgery. The device was explanted on (B)(6) 2020 due to severe aortic insufficiency and severe aortic stenosis. During the surgery, the perceval valve appeared extremely calcified. The excision of the perceval valve was reportedly quite easy on the sinuses side, while in the lvot the valve was stuck in calcified and longer time was required to excise it. Once the valve was excised, a significant vsd was noted. A vsd and an annulus repair were performed. A decision was made to implant a freedom solo valve size 19mm. The echo showed the leaflets coapting well and a small perivalvular leak and a mean gradient of 6mmhg. The echo revealed a large vsd. A repair has fallen apart, and the bypass was restarted. The vsd was approached from the right ventricle; a patch was sewn in to repair the vsd. A patch was sewn on the right ventricle to close the incision. The patient was weaned from bypass and the echo did not show any vsd. The valve was working well. Since the patient was quite coagulopathic and the rv was quite swollen, the patient was moved to the ICU with the chest open, for a later closure. The patient had a long pump run and significant swelling. In the ICU, the pacemaker lost capture and the patient did not respond to any further inotropic support. The patient passed away on (B)(6) 2020. The vsd was said to be an effect of the removal of the perceval valve and was treated intraoperatively.